Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on six days earlier (time unknown). Following the issue, he continued to take his usual dose of diabetes medication (levemir 30 units). He also mentioned that he experiencing being trembling, and shaky after the reported issue began. The patient did not receive any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient had not replaced the battery per the owner's manual. He was educated on automatic shutoff and the meter did shutoff before the time was up. Based on he information provided, there is no misuse of the product. This complaint is being reported because the patient alleged he experienced symptoms suggestive of hypoglycemia after the reported issue began. The patient had not replaced the battery in the meter per the owner's manual. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.